Manufacturer narrative:
Zone of entrapment is unk at this time. Dealer reportedly received a letter from attorney alleging a bed rail entrapment. Dealer received a call to pick up the bed due to user passing away, but was not advised at that time of bed rail entrapment. The dealer put the bed and rails back into their rental fleet prior to this information.

Event description:
The dealer received a letter from an attorney alleging, the consumer passed away due to being entrapped in the bedrail.